Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead previous to discharged exhibited abnormal threshold measurements. While trying to repositioned, it was also encountered helix issues. No additional adverse patient effects were reported.